Event description:
It was reported that as per the operative notes - "failed right totaled hip replacement with acute acetabular loosening and chronic synovitis, most likely secondary to local tissue reaction from corrosion at cobalt chrome femoral head and titanium interface."

Manufacturer narrative:
This event is a duplicate of (B)(4). This event has been reported under MFR report for report #(0002249697-2013-02019).

Event description:
It was reported that as per the operative notes - "failed right totaled hip replacement with acute acetabular loosening and chronic synovitis, most likely secondary to local tissue reaction from corrosion at cobalt chrome femoral head and titanium interface."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.